Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep reformatted the cine drive and tested the system for proper operation. He took several cine runs and played them back. The system operates as intended.

Event description:
The customer reported the aquire image button on the workstation will not work. The system did no pt harm.